Event description:
It has been reported that 170 bd vacutainer® flashback blood collection needles have been found with the shield coming off before use. No patient impact was reported. The following has been provided by the initial reporter: before preparing to connect the needle holder, the needle body falls off after removing the cap. Quantity: (B)(6) pieces impact: no adverse effects on patients and users.

Manufacturer narrative:
Investigation summary: this complaint is unable to be confirmed. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It has been reported that 170 bd vacutainer® flashback blood collection needles have been found with the shield coming off before use. No patient impact was reported. The following has been provided by the initial reporter: before preparing to connect the needle holder, the needle body falls off after removing the cap. Quantity: 170 pieces. Impact: no adverse effects on patients and users.

Manufacturer narrative:
E.1. Initial reporter phone#: (B)(6) h.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.